Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient. For the first device reported on the same patient, see MDR 1118880-2020-00033.

Event description:
The user facility reported that the physician inserted the second destination slender device into the right radial artery and attempted to advance the device up to the iliac artery. Due to the artery meandering under the clavicle, the sheath became kinked again. The physician removed the device from the patient and replaced with another device to continue the procedure. This time, the physician inserted the third device into the left radial artery and could advance the device up to the target site in the iliac artery without incident. Subsequently, the procedure was completed successfully. There was no patient harm. The blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.